Event description:
Male adapter is disconnecting from latex sleeve on IV set. Excessive pressure was not applied to IV fluid bag. This problem occurred on 2 sets from the box. Problem resulted in IV fluid not being infused. (*)